Event description:
The pt had been discharged and well after the procedure, they went back to the doctors for a check up. The pt reported a quarter size burn to the physicians asst. There is no additional info available at this time.

Manufacturer narrative:
Device was returned for evaluation. No problem was found.